Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, angiogram showed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was then performed that did not improve the pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve, with great success. The post-implant angiogram showed only mild pvl. No adverse patient effects were reported.